Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and went through a lead revision procedure. Additional information obtained from the field representative indicated that the lead was not capturing due to dislodgement. This rv lead was repositioned. No additional adverse patient effects were reported.